Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing contralateral approach via the femoral artery. The chronic totally occluded target lesion was located in the moderately turtuous and severely calcified right superficial femoral artery. After engaging the lesion with a non-bsc guide catheter and crossed the lesion with a guide wire, pre-dilatation was then performed with a non-bsc balloon catheter. A 6.0mm x 150mm x 150cm sterling balloon catheter was advanced for further dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. Dilatation was performed again with a non-bsc balloon. Bypass placement was performed and after placement of a 7fr non-bsc sheath, post dilatation was done with a non-bsc device and the procedure wa s completed. No patient complications were reported.